Event description:
Healthcare professional reported a right side deflation and "seroma". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, white particles and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify four puncture opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: four puncture opening on posterior likely due to surgical damage. Additional, changed, and/or corrected data: h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were deflation and seroma.

Event description:
Healthcare professional reported a right side deflation and "seroma". Device has been explanted.